Event description:
The lay user/pt called lifescan (lfs) on dec. 26, 2007 alleging the one touch ultra meter was prompting an error 2 message. The medical affairs specialist spoke to the pt on jan. 7, 2008. The pt reported the meter issue began in approx two months earlier. He was unable to test during this time. He reportedly takes 1 pill of diabetes medication daily. His physician will adjust the dose based on meter results. In the following month, (exact date unk), late in the morning, the pt became dizzy and blacked out. He reported that he delayed eating breakfast on that day. When he came to, he ate something and felt better. He visited his physician after this incident and his blood glucose was tested; the result was 180 mg/dl. His diabetes medications were increased based on the meter result. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the issue was not resolved and the pt alleged that he felt dizzy and passed out, a clinical picture which may suggest the pt became hypoglycemic after the issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection. Lifescan will inform FDA of the results in a supplemental report.